Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, diabetes mellitus, peripheral artery disease, coronary artery disease, end stage renal disease, cerebrovascular accident, permanent pacemaker, regurgitation (mitral/tricuspid/aortic), severe aortic stenosis, and unicuspid/bicuspid aortic valve. Some of the complications reported were surgical intervention, hospitalization, and structural valve deterioration; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "outcomes following initial multicenter experience with robotic aortic valve replacement: defining a path forward", was reviewed. The article presented a prospective, multicenter study to report the initial 200 international cases performed, provide a status update on the progress of multicenter ravr adoption, and present recommendations on program development and training. Devices included in this study were trifecta valve, unknown mechanical valves, and unknown bioprosthetic valves. The article concluded that the present multicenter international experience highlights that in centers with established robotic experience, the ravr procedure is reproducible and safe with excellent early results. As more centers initiate ravr programs, a dedication to reproducible quality patient care remains paramount and the recommendations for team training provided in this report aims to assist this endeavor. [The primary and corresponding author was (B)(6). The time frame of the study was from (B)(6) 2020 to (B)(6) 2023. A total of 212 patients were included in this study, of which only one was confirmed to have received an abbott device. The average age was 67 years and the average gender was male. Comorbidities included atrial fibrillation, hypertension, diabetes mellitus, peripheral artery disease, coronary artery disease, end stage renal disease, cerebrovascular accident, permanent pacemaker, regurgitation (mitral/tricuspid/aortic), severe aortic stenosis, unicuspid/bicuspid aortic valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled ¿ outcomes following initial multicenter experience with robotic aortic valve replacement: defining a path forward.